Event description:
It was reported that the customer was hospitalized twice due to hyperglycemia. The customer's blood glucose reading was 354 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. However, the high pressure test failed. The customer's mother stated that during the most recent event, the infusion set's tubing ripped in half, resulting in no insulin being delivered into the customer's body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.